Event description:
It was reported that the needle never deployed the cannula into the skin. The patient did not provide bg levels. As treatment the patient replaced the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received fully deployed. The device completed first and second prime in an expected number of pulses. No issues were observed to the device that would prevent it from deploying. The cause of the reported event could not be determined.